Event description:
The customer contacted stryker to report that their device alarmed and paused. Additionally, upon inspection, it was observed by the service technician that controls on the device are unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issues of inoperative controls and device alarming and pausing. The reported issues were resolved by replacing the hood, compression module and control board. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.